Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window. No button error alarms were noted.

Event description:
It was reported that the buttons were not responding on customer's insulin pump, which was alarming with a button error. The insulin pump was possibly exposed to perspiration. Customer's blood glucose was 167 mg/dl. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.